Event description:
It was reported that the burr got stuck in the lesion. The target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery (lad). A 1.75 mm rotapro was selected for use. A pecking motion was used for advancement and rotapro was advanced into the lesion. During the procedure, there was a deceleration speed, the burr became stuck in the lesion and burr could not rotate. Bailout was performed with a guidezilla, and the burr was removed from the patient's body. The rotapro procedure was discontinued, and the procedure was completed using a balloon catheter. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal portion of the detached sheath failed to return for further analysis. The burr catheter was received attached to the advancer. Visual inspection of the device found that the advancer of the rotapro system was in good condition upon device return. The advancer was able to be disconnected from the burr catheter and with resistance due to kinks on the wire, the fractured rotowire (proximal portion) was successfully removed from the advancer. The sheath was detached at 6mm distal from the strain relief; the distal portion of the sheath failed to return for further analysis. The coil was stretched for an approximate length of 3cm from the handshake connection and was detached. A second coil detachment was approximately 4cm in length from the handshake connection. The proximal portion of the burr catheter which includes approximately 4cm of the proximal end of coil, returned portion of the sheath, and the burr housing, were able to be removed from the proximal portion of the returned rotowire with resistance due to wire kinks present and detached nature of the coil. It is considered likely that the device was cut due to the nature of the damages present on the returned device and based on the reported stuck in lesion and bailout using a guidezilla. For a length of 134.2cm, the distal portion of the coil was returned detached and on the distal portion of the fractured wire. The burr was returned detached and on the wire. The detached coil, and detached burr were all removed from the distal portion of the rotowire with resistance due to severe kinks to the wire.

Event description:
It was reported that the burr got stuck in the lesion. The target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery (lad). A 1.75mm rotapro was selected for use. A pecking motion was used for advancement and rotapro was advanced into the lesion. During the procedure, there was a deceleration speed, the burr became stuck in the lesion and burr could not rotate. Bailout was performed with a guidezilla, and the burr was removed from the patient's body. The rotapro procedure was discontinued, and the procedure was completed using a balloon catheter. There was no patient complications reported.